Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen straight stem extension 14mm x 100mm catalog#: 00598801014, lot#: 66429943, nexgen cemented option femoral component left size e catalog#: 00599401591, lot#: 66740003, nexgen distal femoral augment block size e 10mm catalog#: 00599003520, lot#: 65917398, nexgen distal femoral augment block size e 10mm catalog#: 00599003520, lot#: 65917398, nexgen posterior femoral augment block size e 5mm catalog#: 00599003501, lot#: 66734804, nexgen straight stem extension 18mm x 100mm catalog#: 00598801018, lot#: 66492572, nexgen posterior femoral augment block size e 5mm catalog#: 00599003501, lot#: 66541448, nexgen all poly standard patella size 35mm catalog#: 00597206535 lot#: 61828236, nexgen articular surface with locking screw 20mm size e, f catalog#: 00599403220, lot#: 66270640. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed iliotibial band syndrome with pain and swelling approximately fourteen (14) months post-operatively. The patient was prescribed an nonsteroidal anti-inflammatory drug and physical therapy for eight (8) weeks. Initial operative notes noted no intraoperative complications. No additional patient consequences were reported.